Event description:
This MDR follow-up includes a complete write up of the original event and newly provided information. On (B)(6) 2020, the patient had four zephyr valves implanted in the left upper lobe. Complete occlusion of the lobe was acheived. Post procedure initially no complications were noted. The patient was admitted to the floor and several hours later the patient started having worsening hypoxia and shortness of breath. A chest x-ray showed left upper lobe atelectasis with no pneumothorax. Patient was treated for symptoms and moved to ICU for close monitoring. The patient was ultimately placed on bipap in the ICU for increased work of breathing and continued treatment of symptoms. Multiple chest x-rays reveal atelectasis of the left upper lobe and no pneumothorax. Echocardiogram obtained, no significant changes noted from pre-procedural echo. A CT scan showed no pulmonary embolism. On may 15th, with no significant clinical improvement noted, the patient was electively intubated, all valves were removed, and the left upper lobe was re-opened. Spontaneous breathing trials were performed each morning; however, the patient was not able to be weaned from the ventilator, mostly due to work of breathing, anxiety, and altered mental status. A head CT was obtained showing no acute changes. The patient's wife electively chose to withdraw care on may 26th. The patient was extubated at that time and transferred to inpatient hospice. The patient died on (B)(6) 2020.

Manufacturer narrative:
The family elected to withdraw care.

Manufacturer narrative:
The patient was unable to maintain adequate oxygenation despite removal of the valves, resulting in respiratory failure. Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
On (B)(6) 2020, the patient had zephyr valves implanted in the left upper lobe. Patient then had lobar collapse. He was extubated in recovery and was unable to keep sats up without bipap. They put him in the ICU. On (B)(6) 2020 the patient was intubated to get the valves out and they were unable to wean him off the ventilator because he was unstable and combative. His wife decided to take him on the ventilator and let him die due to a prior event that occurred and his living will. He was removed from the ventilator and died (B)(6) 2020.